Manufacturer narrative:
Visual examination and electrical testing did not find any anomalies with the device. The battery was above the elective replacement indicator.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. Correction h6 coding: investigation conclusion code changed from no problem detected to caused cannot be traced to device.

Event description:
It was reported that the patient presented in clinic with pocket infection. The pacemaker was explanted. The patient was stable.